Manufacturer narrative:
(B)(4). This device is not marketed. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vicm5p13.7 implantable collamer lens in the patient's right eye (od) and the lens tore/broke. The lens was removed with no patient injury and was exchanged with another same model lens. The problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4).